Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "cellulite", "nodule", "inflammation" "oedema, and "purulent leakage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the right under eye with juvéderm® volbella¿ with lidocaine in another clinic. In 24 hours patient developed "cellulite." Fifteen days later patient developed a nodule and one month later patient developed "leakage." The reporting physician saw the patient approximately 2 months after injection and noted "inflammation, nodule and oedema" as well as purulent leakage. Symptoms were located at the right under eye. Patient was prescribed cipro, arveles, tera, and sulperazon IV. Symptoms are ongoing.